Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Console was examined : no problems found, the console passed all pre service testing. A pm service was performed, the console was calibrated and tested, all testing passed.

Event description:
It was reported that on february 16th, a biopsy procedure was performed. While the doctor was taking the biopsy the system was not taking the lidocaine and they were not able to finish the procedure and had to reschedule for a new procedure. No additional information is available.